Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Alenti is intended for lifting and transporting residents to and from a bathroom in a care facility and to assist with the bathing process. The alenti should be used by appropriately trained caregivers in accordance with the directions outlined in the operating and product care instructions. On 2017-jun-16 arjohuntleigh received information about an incident that occurred in the (B)(6), canada. It was reported that after the bath the resident placed on the alenti chair at 38" height raised the arm chair and leaned his body forward. As a result the chair tipped over with the patient. The resident sustained rift on right ear. At the time the incident occurred the caregiver was turned back and was not watching the patient. After the event the device was examined by an arjohuntleigh representative. The condition of the device was assessed as good. The technician raised and lowered a device chair, tested brakes, arms and scale, all appeared to be in working order. The technician has pointed out that the chair was very good shape, except the strap. The tub was very old and the safety belt, type y, attached to chair was delaminating, nevertheless none of these findings disrupt the operation of the device. Moreover it needs to be emphasize that the event could not be recreated. According to the additional information provided within the complaint we established that at the time the event occurred the instructions for the alenti and safety belt were attached on the wall in the bathroom where the event took place. When reviewing similar reportable events, a limited number of cases with similar fault description: alenti device tilted sideways during the resident transfer were found. The trend observed for reportable complaints with this failure mode is currently considered to be low and stable. It is worth noting that the alenti has been designed, produced and certified to meet the requirements of the iso 10535 stability test and it is not intended to become unstable within normal and on-label use. With reference to internal tests and in accordance to international standards, the alenti is capable of maintaining equilibrium at angles far beyond the maximum environment specifications, at full swl (safe working load), and in its highest stroke position. The test was confirmed by tuv in 2004. In the complaint it is precisely stated what sequence of events preceded unfortunate event. The caregiver was turned back not attending the patient when the resident raised the arm chair and bent in front moving his weight to one side of the device. Subsequently the chair tipped over with the patient. As the device inspection revealed no technical deficiency it appears that leaving the patient unattended without checking his position was a primary cause of the event occurrence. The operating and product care instruction (IFU, version active at the time of the distribution of the involved alenti 04.cd.02/8 gb from june 2004) warns and informs how to use the device correctly, including resident's transfer to and from the bath: on page 4 of the IFU important warnings can be found: "warning! Never leave the resident unattended at any time, particularly when the alenti is in a raised position. Ensure that the resident does not pull or hold on to stable objects such as grab rails, sinks and other equipment at any time particularly while the alenti is being moved or the brakes are applied." "Warning! The safety belt must be used at all times to make sure the resident remains in an upright position in the middle of the seat. The safety belt must be attached to the seat of the alenti on the same side as the backrest and securely fastened with the buckle." "Warning! Before lifting the alenti out of the water after a bath, re-position the resident if needed to ensure that the resident is sitting upright in the centre of the chair!" On page 5 subsequent notices are listed: "to avoid the possibility of injury from tipping or other misuse, always ensure that: the equipment is used by appropriate trained staff. The brake is activated on the alenti only when transferring a resident to or from the lift or when the alenti is not in use." Looking at the incident scenario it has been established that the hygiene chair (alenti) was being used for patient handling at the time of the event and in that way contributed to the event. If the product instruction for use and the correct transferring procedure would have been followed with using adequate precautions, the event would have been avoided. All the above, brought us to the conclusion that the failure to follow safety instructions and recommendations included in the device instruction for use might have been a cause of the event occurrence. Looking at the incident scenario it has been established that the alenti hygiene chair was being used for patient handling at the time of the event and in that way contributed to the event. As a result of this incident the resident got hurt in ear. Although no technical failure of the arjohuntleigh hygienic chair was found during on-side inspection that would disturb device functionality, the hygienic chair was reported to tilt and from that perspective, the alenti did not meet its performance specification.

Event description:
Alenti is intended for lifting and transporting residents to and from a bathroom in a care facility and to assist with the bathing process. The alenti should be used by appropriately trained caregivers in accordance with the directions outlined in the operating and product care instructions. On (B)(6) 2017 arjohuntleigh received information about an incident that occurred in the (B)(6) customer facility in (B)(6). It was reported that after the bath the resident placed on the alenti chair at 38" height raised the arm chair and bent in front, as a result the chair tipped over with the patient. The resident sustained rift on right ear. At the time the incident occurred the caregiver was turned and was not watching the patient.